Event description:
It was reported that an intervention was required to remove and replace a right ventricular (rv) lead after patient presented with a lead integrity alert (lia) due to high short interval counts (sic). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: model: 419478, implantable pacing lead; implant: (B)(6) 2006; model: competitive implantable pacing lead; implant: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the criteria for the right ventricular lead integrity alert were met.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.